Event description:
The hcp reported that the pt had moved out of state and was hearing the low volume alarm. The pt was seen in the ER in another state and was prescribed oral baclofen. No other details of the ER visit were available. The pt had been receiving morphine 2.55 mg/day and compounded baclofen 45.6 mcg/day. Final pt outcome was not reported.